Event description:
The hcp reported that the needles were difficult to deploy once the cartridge was inserted into the pt. The hcp was able to complete the entire procedure with the cartridge. When the cartridge was removed from the pt, it was noted that the needles were fully deployed. No injury to the pt was reported. No treatment interventions were required.